Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached and not returned and I-blade upper tip fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic colectomy procedure, the surgeon converted to an open surgery due to anatomy, disease (diverticulitis / abscess / fistula). During mobilization and dissection in the pelvis, the top portion of the jaw (containing ptc) separated/broke-off. The surgeon retrieved the broken piece and removed from abdomen. Opened another device and utilized without issues. .